Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site and replaced the o2 (oxygen) cell, resolving the issue. Blending accuracy was checked, and everything was within specifications. Ran a performance check; the unit passed all tests and operates in accordance with OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was having a high fraction of inspired oxygen (fio2) alarm. Furthermore, there was no patient associated with the reported event.